Event description:
It was reported that during a stent graft placement procedure, the stent graft allegedly partially deployed. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified in this report has not been cleared in the us but is similar to the covera plus vascular covered stent that are cleared in the us. The pro code and 510 k number for the covera plus vascular covered stent are identified in this report. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Expiry date: 12/2022.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the covera plus vascular covered stent that are cleared in the us. The pro code and 510 k number for the covera plus vascular covered stent are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the delivery system was not returned for evaluation and photos were not provided. Based on the available information, the investigation is closed with inconclusive results for partial deployment. A definitive root cause could not be determined based upon the available information. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. Based on the instructions for use supplied with this product delivery system specific events that could be associated with clinical complications include but are not limited to failure to deploy and high deployment forces. With regards to preparation and accessories, the instructions for use states "pre-dilate the stenosis with a pta balloon catheter of appropriate length and diameter for the lesion to be treated". Holding and handling of the system throughout deployment was found sufficiently described. H10: d4 (expiry date: 12/2022), g3. H11: h6 (result, conclusion). H11:section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during a stent graft placement procedure, the stent graft allegedly partially deployed. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the covera plus vascular covered stent that are cleared in the us. The pro code and 510 k number for the covera plus vascular covered stent are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the delivery system was returned for evaluation. There was no stent in the delivery catheter. The slide block was found disconnected from the proximal sheath but the release cord was still attached. The integrity of the sample is questionable. It is not known why the stability sheath was destroyed and when the slide block detached. It is considered the disconnection of the slide block may have started the reported incident but the returned sample was without the stent and the device seemed to have been actively used which therefore makes it difficult to ascertain partial deployment leading to confirmed results for slide block disconnection. Based on evaluation of the sample the inability of an adhesive joint (slide block/tether/diving sheath) to withstand tension force during deployment is confirmed. A definitive root cause could not be determined based upon the available information. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. Based on the instructions for use supplied with this product delivery system specific events that could be associated with clinical complications include but are not limited to failure to deploy and high deployment forces. With regards to preparation and accessories, the instructions for use states "pre-dilate the stenosis with a pta balloon catheter of appropriate length and diameter for the lesion to be treated". Holding and handling of the system throughout deployment was found sufficiently described. H10: d4 (expiry date: 12/2022), g3, h2, h6 (device). H11: h6 (method, result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a stent graft placement procedure, the stent graft allegedly partially deployed. There was no reported patient injury.